Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was unresponsive. The patient pressed the screen and the buttons but a burnt smell was noted from the communicator. A replacement communicator was sent to the patient. The communicator was deactivated and no longer in service. No adverse patient effects were reported.